Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace insert accessory to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The accessory was analyzed and it was found to have a broken blade. The blade broke at roughly 0.11¿ from the base. Broken piece was not returned. Size of missing piece is approximately 0.517¿ x 0.088¿. The probable root cause of broken blade is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert accessory generated a message stating that the pressure of the cutter head was reduced. The accessory was found to have a broken cutter head when taken out. The user completed the procedure using a different backup da vinci instrument with no further issue reported. No known impact or patient consequence was reported.